Event description:
It was reported that during a clinic visit, this pacemaker exhibited brady pacing rate that was not as expected. It was noted that the patient was pacing dependent and would experience episodes of dizziness followed by syncope. Upon device interrogation, the pacemaker was discovered to be in safety mode. Subsequently, a device replacement procedure was performed, the pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device is expected to return to facility for analysis.

Event description:
It was reported that during a clinic visit, this pacemaker exhibited brady pacing rate that was not as expected. It was noted that the patient was pacing dependent and would experience episodes of dizziness followed by syncope. Upon device interrogation, the pacemaker was discovered to be in safety mode. Subsequently, a device replacement procedure was performed, the pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.